Event description:
During an atrial fibrillation procedure, an error was noted in displaying the catheter and the case was cancelled. Left atrial geometry was completed and all electrograms were clear. The ablation catheters were inserted through the sheath and connected to the tactisys and precision link as well as the cool point pump. All connections were correct and the catheter was recognized properly. The tacticath image was then noted to be located outside the geometry of the left atrium and the image appeared skewed and stretched. Another tacticath was connected but the location in was incorrect again. Revalidation was done and after that, the ablation catheter was still noted to be far removed from the rest. The catheter was then routed through the pin pad on precision rather than the gen connect which brought the catheter image to the correct location. At that point, the case was abandoned due to time constraints as well as patient safety concerns. The patient was under general anesthetic the entire time and was stable prior to, during and after the procedure. The procedure has not been rescheduled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch/serial number(s) is unknown. Based on the information received, the cause of the reported cancellation could not be conclusively determined.